Event description:
It was reported that the patient¿s pump never really helped with his pain and the pump was uncomfortable in his body. The pump and catheter were removed on the date of this report. The system as neither replaced or returned to the manufacturer, due to customer discard. There were no known issues with the catheter or programming. The patient no longer wished to have the pump implanted. The healthcare professional (hcp) had weaned him down to saline prior to explant. The patient was alive with no injury. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).